Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump's reservoir had air bubbles. The customer's blood glucose level was unknown at the time of the incident. It was reported that the blood glucose rose after changing the consumables and then after few hours, went down rapidly. The reservoir will not be returned for analysis.